Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratched lcd window and broken reservoir tube lip.

Event description:
It was reported that customer received a compromised forced sensor alarm. Customer states drive support cap was sticking out. Customer's blood glucose was 114 mg/dl. Insulin pump will be replaced.